Manufacturer narrative:
The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
A healthcare professional reported injecting a patient with unspecified juvederm vista. On same day, patient experienced embolism in the forehead and necrosis of the skin from the root of the nose to the back of the nose. Two days later, patient was treated with hyaluronidase but experienced anaphylaxis (not device related). Symptom is ongoing.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
A healthcare professional reported a case of embolism in the forehead that occurred after the patient was treated with juvederm vista at a different hospital.